Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) difficulty was encountered crossing tricuspid valve, and the delivery system slipped and perforated the inferior border of auricle. The delivery system tip stayed in the epicardium near the wall on the right ventricular side and the patient experienced pericardial effusion. Percutaneous cardiopulmonary support (pcps) was followed by thoracotomy, and removal of the delivery system and repairing the damaged region were then performed. During the thoracotomy, epicardial leads were already implanted in the atrium and the ventricle, and was connected to a device on a later date. The leadless ipg was not used. No further patient complications have been reported as a result of this event.